Event description:
Expiration dates don't match on the interior and exterior of packaging. On the outside of box, the expiration date is 3/15/97. Yet, when opening the box, the test strips expiration date is 5/31/97 and the control solutions expiration date is 8/13/96. No pts were involved.